Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the gall bladder to treat acute cholecystitis during a gall bladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.